Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer stated that they tried changing everything out but it did not seem like the insulin pump was delivering. The customer's blood glucose level ranged from 200 to 500 mg/dl. The customer reverted to manual injections to treat. The customer stated she did not feel good. The customer performed troubleshooting but did not find any anomalies. The customer performed the high pressure test and it passed. The customer was informed to change their entire set, reservoir, and insulin and treat per their doctor's instructions. The customer was sent replacement infusion sets. Nothing was returned for analysis.